Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('it causes me so much pain (I am hoping to get mine out by the end of this month) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and blepharospasm ("eyelid twitching"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain had resolved and the blepharospasm outcome was unknown. The reporter considered blepharospasm and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media. Pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('it causes me so much pain (I am hoping to get mine out by the end of this month) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and blepharospasm ("eyelid twitching"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain had resolved and the blepharospasm outcome was unknown. The reporter considered blepharospasm and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media. Pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet: new event eyelid twitching was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('it causes me so much pain (I am hoping to get mine out by the end of this month)') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media. Pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content. Case became incident . Removal details updated. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.